Manufacturer narrative:
(B)(4). (B)(6). The device was serviced by a service technician as part of preventative maintenance. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and the power on self-test, an f-38 alarm was identified. It was determined that the cause of the alarm was out-of-specification force sensing resistors (fsr). The pump has been removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified an f-38 alarm (malfunction in tube misloading detection circuitry) on a flo-gard infusion pump. Additional information is not available.